Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure') and premature rupture of membranes ('water broke and not in labor for 3 days') in an adult female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature rupture of membranes (seriousness criterion hospitalization), dyspnoea ("shut my lungs down and I couldn't breath"), gestational hypertension ("high blood pressure") and depression ("depression"). The patient was treated with epidural. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, premature rupture of membranes, dyspnoea, gestational hypertension and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered depression, dyspnoea, gestational hypertension, pregnancy with contraceptive device and premature rupture of membranes to be related to essure. The reporter commented: the plaintiff experience another two pregnancy episodes with essure in 2016 and 2018 which is captured under case (B)(4) respectively. Lot number: 626679 manufacture date: 2008-02 expiration date: 2010-01 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure') and premature rupture of membranes ('water broke and not in labor for 3 days') in an adult female patient who had essure (batch no. 626679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature rupture of membranes (seriousness criterion hospitalization), dyspnoea ("shut my lungs down and I couldn't breath"), gestational hypertension ("high blood pressure") and depression ("depression"). The patient was treated with epidural. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, premature rupture of membranes, dyspnoea, gestational hypertension and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered depression, dyspnoea, gestational hypertension, pregnancy with contraceptive device and premature rupture of membranes to be related to essure. The reporter commented: the plaintiff experience another two pregnancy episodes with essure in 2016 and 2018 which is captured under case (B)(4) and (B)(4) respectively. Lot number: 626679 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure') and premature rupture of membranes ('water broke and not in labor for 3 days') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature rupture of membranes (seriousness criterion hospitalization), dyspnoea ("shut my lungs down and I couldn't breath"), gestational hypertension ("high blood pressure") and depression ("depression"). The patient was treated with epidural. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, premature rupture of membranes, dyspnoea, gestational hypertension and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered depression, dyspnoea, gestational hypertension, pregnancy with contraceptive device and premature rupture of membranes to be related to essure. The reporter commented: the plaintiff experience another two pregnancy episodes with essure in 2016 and 2018 which is captured under case 2018-215669 and 2019-136407 respectively. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure') and premature rupture of membranes ('water broke and not in labor for 3 days') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature rupture of membranes (seriousness criterion hospitalization), dyspnoea ("shut my lungs down and I couldn't breath"), gestational hypertension ("high blood pressure") and depression ("depression"). The patient was treated with epidural. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, premature rupture of membranes, dyspnoea, gestational hypertension and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered depression, dyspnoea, gestational hypertension, pregnancy with contraceptive device and premature rupture of membranes to be related to essure. The reporter commented: the plaintiff experience another two pregnancy episodes with essure in 2016 and 2018 which is captured under case (B)(4) respectively. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.